Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was saccular and the aorta was severely calcified from the iliacs all the way to the aortic neck with calcium being circumferential. The neck diameter is 19 mm, the distal aorta is 13 mm and the access vessels were 6 - 7 mm in diameter. The pt is elderly and was not an open repair candidate. It was reported that the stent graft was successfully implanted. A repeat scan was done three days post initial implant and a proximal type 1 endoleak was diagnosed. The decision was made to place a palmaz stent, this resolved the type 1 endoleak; however, there was still a small blush. The physician felt there might have been a tear in the graft. The physician wanted to put a 22 mm diameter aneurx cuff within the body of the bifur in order to reline the potential tear. The physician attempt to insert the device via the right side and the left side; this was unsuccessful due to the calcification. The device did not kink. A gore 23 mm cuff was implanted; however, the endoleak did not resolve and it was determined that it was a type 2 endoleak. No further info was provided. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation: results: (endoleak); (severely calcified arteries and aortic neck, type 2 endoleak). Conclusion: (severely calcified arteries and aortic neck, type 2 endoleak).